Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contacts. No further tests could be performed due to blank display. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 132mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.